Manufacturer narrative:
Manufacturer¿s investigation conclusion: an analysis of the log files provided by the account confirmed the report of the pump stopping. The event appeared to occur due to the pump stop button being pressed on the system monitor. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2022 through (B)(6) 2023. Information consistent with the pump stop button being pressed on the system monitor as confirmed via the system controller event log file was captured on (B)(6) 2023. The pump appeared to function as intended throughout the file. During the investigation it was observed that a pump reset was captured on (B)(6) 2022 in the lvad event log file. A specific cause for this reset could not be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is also currently available and provides detailed information regarding system alarms and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pump off, low flow, and low speed advisory alarms. Log file analysis found a pump stop captured on (B)(6) 2023 due to an intentional pump stop using the system monitor. The account later communicated that information regarding why the pump stop command was pressed is not available. The patient did not experience symptoms during the pump stop and the patient was reportedly stable. Additional log file analysis found that a pump reset was captured on (B)(6) 2022 in the lvad event log file.